Event description:
It was reported that when the patient¿s device was interrogated, there was a pop error message "invalid pacemaker data" noted. The error message has since cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented the save-to-disk (s2d) was taken after a diagnostic reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.